Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the colonovideoscope had burned probe cover; however; it was confirmed that the probe cover was not burnt. Per the legal manufacture, the non-burnt probe cover is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed that during the device inspection, the colonovideoscope had burned probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.